Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Additional 510(k)#s that also apply to this complaint: k160533, k161523.

Event description:
The patient was undergoing a thrombectomy procedure in the brachial artery using an indigo system catd aspiration catheter (catd). During the procedure, the physician advanced the catd into a non-penumbra sheath using the peel away sheath. While pulling back the peel away sheath towards the distal part of the catd, the physician experienced resistance; therefore, the physician decided to peel off the peel away sheath and noticed the distal part of the catd had become kinked. It was reported that the physician continued with the procedure with the same catd; however, he was not satisfied with the result. Therefore, the catd was removed. The procedure was completed using a new catd with the same access sheath. There was no report of an adverse effect to the patient.